Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm and a cascading system error 2367. This occurred on the homechoice (hc) during the initial drain, while the hp was not connected. The hp did not connect to the hc prior to initiating the therapy. Once the hp connected after the hc started to alarm, the drain cycle of the therapy would not start. The technical service representative (tsr) explained that the supplies were compromised and advised the hp to disconnect and start the therapy over using all new supplies. The tsr reviewed the proper procedure with the hp according to the user manual. The hp was able to clear the alarm and start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.